Event description:
The customer reported that a pt went into asystole and the alarm did not sound.

Manufacturer narrative:
The customer reported that a pt death occurred. The customer reported that a pt in bed had an asystole alarm but the monitor did not sound. The pt was in asystole for 30 minutes when the customer saw the flat ECG channel on the monitor screen. Post incident testing of the monitor by the customer with a stimulator showed that the monitor alarmed for the simulated red alarm conditions both at the bedside and central station and the monitor was working per specifications. Data logs were received and analyzed showing that there were red alarms repeating throughout the day with users silencing the alarms at the central station. There were also some times when all alarms were suspended. Philips is trying to verify the time of the incident. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).